Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the distal tip of the device was twisted. The most likely cause for the reported failure is use error due to over-torquing of the device during use.

Event description:
On 7/18/2022, it was reported by a facility representative via email that an ar-8730-46h mini compression ft screw after being advance about three fourths of the way the screw stopped and would not advance any longer. The screw was stuck and would not back out either, the tip of an ar-8737-38 driver broke while attempting to remove it. A second driver was able to remove the screw with a lot of force and torque this cause the driver tip to warp and the screw to bend but did not complete break. This was discovered during a metacarpal fraction procedure on (B)(6) 2022. Additional information received on 7/19/2022: sales representative is unsure about the lot number for each device. The case was completed with a k-wire and all broken fragments were retrieved.